Event description:
Device was returned for service. It was turning itself off without input from an operator. The facility had no record of any patient incident involving this device. Details were not provided by the facility regarding whether or not the device was in use for patient therapy when the situation was discovered. The facility's representative was unable to provide any contacts with further information, should any additional information be obtained a follow up will be submitted.